Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the attempt to implant a new right ventricular (rv) lead, the lead was unable to induce ventricular capture. The physician made multiple attempts but were unsuccessful. The rv lead was removed and replaced. The procedure was completed without further incident. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead in one piece was received. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.